Manufacturer narrative:
The fse replaced the power management board then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. Subsequently, the fse ran the iabp unit for several days and then cleared the iabp for use and returned to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a scheduled repair service performed by a getinge field service engineer (fse) for an unrelated issue, it was observed that the cardiosave intra-aortic balloon pump (iabp) was not charging the batteries. There was no patient involvement, and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,e1(event site state - (B)(6), event site postal code - (B)(6).